Manufacturer narrative:
(B)(4).

Event description:
The recipient experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, cut silastic overmold was observed along the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wire bonds on both the digital and analog chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the mechanical tests performed. The internal visual inspection confirmed shorted wirebonds between the digital chip pins. The failure of this device is attributed to shorted wirebonds at the digital chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report.